Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime process. Advised that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.